Event description:
Surgeon inserted the iab catheter with some difficulty. When respiratory therapy hooked the device up to the monitoring console no readings were obtained and the device would not calibrate. Fluroscopy was used to assist in visualizing the placement. This did not yield satisfactory results and the catheter was removed from the patient. No visible signs of damage to the catheter were noted post removal.